Event description:
The event is reported as: upon opening the package, the nurse noticed a tear at one of the inflation lines. No patient injury reported.

Manufacturer narrative:
Product was received by manufacturer for evaluation. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.